Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon noted the iol was off axis, but did not feel that this would account for the amount of the unexpected refraction. Additional information has been requested.

Manufacturer narrative:
The product was no returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 07/17/2009.